Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine device upgrade. During procedure, the left ventricular lead style exhibited resistance and could not be removed from the lead. The lead was not used and replaced successfully. The patient experienced no adverse consequences and was in stable condition.